Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the c7000p cusa clarity console- pool unit has low suction after some time of use during a trial procedure on (B)(6) 2020. There was no patient injury and no known delay in surgery.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The cusa clarity console was returned for evaluation. Device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. No problem was found. The unit meets specification and is ready for use. Replaced battery, ground finger and dart controller. Calibrated aspiration controller. Conducted safety and functional tests.